Event description:
It is reported that the nail cap plug came off of 2 nail caps. The surgeon used one nail cap without the plug.

Manufacturer narrative:
This report will be amended when our investigation is complete.